Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 730 mg/dl. The customer did not have any alarms prior to the diabetic ketoacidosis. The customer experienced dehydration, vomiting, and weakness to the extent that she was unable to stand. The customer was treated with an insulin drip. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The device was programmed accurately. There were no air bubbles or leaks noted. A high pressure test was performed and the insulin pump passed. The insulin pump was not returned or replaced.